Event description:
The customer reported that the x3 have a delay for displaying the o2 saturations. The heart rate is correlating with the monitor, but the oxygen saturation is not. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included efforts to reproduce the reported issue. During testing, the reported oxygen saturation discrepancy could not be duplicated. Based on the evaluation results, the device was confirmed to be functioning as intended and meeting performance specifications. The root cause of the reported issue could not be determined, as the condition was not reproducible during testing. The device was returned to service. A review of the service history for this device confirms the problem has not been reported again for this device.